Manufacturer narrative:
Strips not available for return.

Event description:
Caller reported inform system blood glucose results of 493 mg/dl and 105 mg/dl within 10 minutes. Reported no adverse event. Strips not available for return, replacement sent.